Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5039476) in united states on 15-jan-2015 which refers to herself, who had essure (fallopian tube occlusion insert) lot number 740656 inserted in 2010. She reported the following list of side effects and symptoms she experienced, according to her, due to essure: she had constant dull ache on lower left side of pelvis near ovary; sharp stabbing pains come and go on both sides of lower pelvic area; migraine headaches; hair thinning; extreme fatigue; dizziness/lightheadedness daily basis; difficulty staying focused/concentration; metallic taste in mouth and extreme bloating. All these events started in 2010 to present. She has been experiencing depression, panic/anxiety, frequent memory loss and brain fog, starting in 2011 to present. She has been experiencing heart palpitations (all heart and neuro issues ruled out) and heavy periods; starting in 2013 to present. She has been experiencing overall increased skin sensitivity; starting in 2014 to present. She was seen by 5 doctors and was diagnosed with ovarian cysts in 2014 and ovarian torsion. She stated that the device was still inside her. Product technical complaint investigation was received on 18-feb-2015: the bayer ptc global reference number is (B)(4). Final assessment: production date is may-2010 and expiration date is may-2013. This is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up 15-jul-2016: upgraded to incident. This case was duplicated under the number (B)(4). All the information was transferred and added to this case and the case (B)(4) will be deleted. Patient's initials were added. Essure was inserted on (B)(6) 2010 and removed on (B)(6) 2016. In 2010 the patient also experienced itching on abdomen and thighs. Essure was removed along with part of her fallopian tubes on (B)(6) 2016. Hospitalization and required intervention were mentioned but not specified and/or assigned to one of the events. On 07-apr-2016 was informed that despite of follow up attempts, no answer was received. Case was closed for active follow up attempts. On 15-jul-2016, quality safety evaluation of ptc was provided. Ptc global number: (B)(4). Lot number: 740656. No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review for similar cases for this batch resulted in no unusual pattern identified. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced ovarian torsion. Additionally, she experienced constant dull ache on lower left side of pelvis (near ovary)/sharp stabbing pains on both sides of lower pelvic area. It was reported that essure was removed along with part of her fallopian tubes. The events were considered serious and only ovarian torsion is unlisted according to the essure's reference safety information. In adults, an ovarian physiologic cyst (functional cyst, corpus luteum) or a neoplasm is the most likely factor to predispose to ovarian torsion. In this particular case, consumer had ovarian cysts. Given this alternative explanation and considering essure local action at fallopian tubes a causal relationship between ovarian torsion and the suspect insert is considered as very unlikely. Regarding consumer's pelvic pain, no alternative explanation was provided. Based on event's nature and considering pelvic pain may occur during essure therapy; causality with the suspect insert cannot be excluded. In this case, the term hospitalization was only mentioned as event outcome and the reporter did not specify it. However, this case was upgraded to incident device removal was required. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.